Manufacturer narrative:
Not returned. Event conclusion: the pacemaker remains with the pt. No add'l info is available at this time. If add'l info is rec'd, this event will be updated.

Event description:
Event description: boston scientific rec'd info that four days post implant, the pt with this pacemaker passed away due to a heart attack.